Event description:
It was reported that patient had sudden decrease in battery life and now has a high impedance reading. No trauma or manipulation was reported. The patient is also experiencing an increase in seizures. X-rays of ap lateral neck and chest were done. The physician did not report any abnormalities. The patient has been referred for possible full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received reporting that patient's increase in seizures is due to low battery and high impedance. Increased seizures are reported to be above pre-vns baseline levels. No other relevant information has been received to date.

Event description:
It was later reported that a full revision was performed for the high lead impedance. A small portion of the lead could not be removed due to scar tissue. The remaining portion of the lead was removed with less than 2 centimeters remaining. Suspect device has not been received by the manufacturer to date.